Event description:
The bard foley catheter did not hold the liquid in the balloon it was leaking from the hub. Put in trash. I have some other sizes that are damaged. I have images as well but cannot get them to upload.